Manufacturer narrative:
A universal surgical manipulator (usm) was evaluated, and failure analysis investigation was completed. In logs, the 1126 error was found indicating hirose fiber receive power has fallen below the low warning limit, up stream to acm (clock spring fiber), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the clock spring, replicating the reported event. Once testing was completed, the clock spring fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to communication errors pertaining to the clock spring fiber.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to da vinci-assisted endometriosis resection surgical procedure, site contacted technical support engineer (tse) to report recoverable faults on universal surgical manipulator (usm) 3. Prior to called, staff power cycled the system and the issue persisted. Tse guided staff through a hard power cycle of the patient cart and the error remained. Tse advised nurse that they will only have 3 arms for the procedure. The procedure was completed with no reported injury.